Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome, peripheral neuropathy, and chronic low back pain. It was reported that the battery showed that it was fully charged but the stimulator wasn't working. Additional information was received from the patient. Poor communication on the patient programmer was reported. The patient was also unable to communicate using the recharger. The patient began experiencing the poor communication as well as a return of pain on (B)(6) 2017. (B)(6) of 2016 was both the last time the patient felt stimulation and successfully recharged. The patient was redirected to a healthcare professional to address a possible overdischarge. The patient said his battery was full but he couldn't get any stimulation. The patient turned his stimulation off for a radiation treatment in (B)(6) of 2016, and he turned it on in (B)(6) of 2016, but couldn't feel stimulation. The patient tried to charge and it showed the reposition antenna screen. The patient tried to connect with the patient programmer and saw a poor communication screen. It appeared that the patient was in an overdischarged state. It was noted that the patient tried to connect on (B)(6) 2017 but was unsuccessful. It was also noted that the patient didn't use the stimulator all the time but it started hurting really bad on (B)(6) 2017 so he went to use it and it wouldn't work. Additional information was received from the patient. It was reported that the patient¿s stimulator quit working. The patient contacted the healthcare professional¿s office but the doctor was out of town. The patient also contacted a manufacturer representative (rep), but the rep was out until (B)(6) 2017. Additional information was received from the patient via the rep. It was reported that the patient called the rep to report that he was told his stimulator was in sleep mode. The patient was unable to recharge his stimulator after letting it go at a time unknown to the rep, but secondary to not needing it for a period while undergoing radiation treatment and while the patient¿s pain was being controlled with medication. It was noted that patient non-compliance may have led or contributed to the issue. No diagnostics/troubleshooting was performed and no actions/intervention had been taken to resolve the issue. The issue was not resolved as of (B)(6) 2017. The rep told the patient that he would be out of town the rest of the week and offered the patient to meet with another rep on (B)(6) 2017 or (B)(6) 2017. The patient didn't know if he could get transportation, but was given the rep¿s number in case to schedule a meeting with him and if not was instructed to call the original rep the week after (B)(6) 2017 and they would set a time on a day the patient could get a ride. No surgical intervention occurred or was planned. Cancer of an unknown origin to the rep was noted as patient medical history. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer didn't lose stimulation as a result of their radiation treatment; the consumer stopped using it while they were undergoing a serious of radiation treatments over an extended period of time. During this time the consumer stopped recharging the implantable neurostimulator (ins) because they ¿wanted to concentrate on not dying¿ and didn't want to use the free time they had recharging a device they weren't using since they were dealing with a much more important problem than the device. During that time the consumer¿s pain was being controlled with oral medications. The consumer lived an hour away, didn't drive, and had trouble arranging transportation so they were going to contact the rep. When they could get a ride, but it may be a while. As of (B)(6) the rep. Still hadn't heard from the consumer regarding scheduling an appointment for a physician mode recharge (pmr). No further complications were reported.